Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the device log revealed nothing related to the reported issue. The device passed electrical testing but failed functional testing. External and internal inspection was performed and the device passed. Temperature confirmation testing was performed and the device was found to be within specifications. The device failed volumetric accuracy testing. Inspection found a cracked door piston and deteriorated piston foam. The cause of the reported issue was determined to be deteriorated piston foam. The device was sent for servicing and repairs. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) machine, the hc failed therapy monitored fluid volume accuracy testing. No additional information is available.